Event description:
We found a first PICC catheter broken just behind the fin in the bed while no action was being performed. The baby was asleep. On (B)(6) 2012 in the right arm of a baby born on (B)(6) 2012 and on (B)(6) 2012 found broken. We have in our possession.

Manufacturer narrative:
Results of investigation will be filed in supplemental report.